Manufacturer narrative:
On 06-mar -2016, a technical support specialist (tss) addressed the reported event over-the-phone with the customer.the customer stated that after recent pm,the issue persisted. The customer states she had to run the daily check 3 times this am to get it to pass,customer then put qc on to run and got some results, but all folate, b12 and tsh results are flagged. On 06-mar-2016, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and cleaned the detector lens (due to dl flags).acid wash resolved the dl flag issue.the fse then rinsed the substrate system.fse replaced with fresh substrate.the fse ran the daily maintanance(4 times successfully on 3/6/17).fse also ran customer control and patients.the calibration curve, qc, and precision passed.customer controls and patients are running successfully the most probable cause of the reported event was due to an unclean detector lens. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error dl flag failures with their aia-2000 analyzer.a field service engineer (fse) was dispatched on "06-mar-20" to address the reported event, which resulted in delay in reporting of patient results.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.